Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 due to lead revision, noise and lead was repaired. The physician is dr. (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).